Event description:
The lens was implanted when the doctor noticed the haptic was bent. The incision was enlarged to remove and replace the lens and suture was used to close the wound.

Manufacturer narrative:
See MDR 1920664-2010-00187 for the intraocular lens used with this delivery device.